Manufacturer narrative:
(B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: per imaging, in stent restenosis was noted in the mid left anterior descending (lad), mild atheroma in the proximal lad, and in stent restenosis was noted in the first diagonal and left circumflex (cx)coronary arteries. As treatment, drug eluting stents were placed in the right coronary artery (rca), right posterior diagonal, and mid lad, and balloon angioplasty was performed in the 1st diagonal, obtuse marginal, and proximal cx coronary arteries. The patient is continuing dual antiplatelet therapy.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 2.5x28mm, 2.5x18mm, (2) 3.0x28mm, 3.5x28mm absorb bioresorbable vascular scaffold (bvs. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2014, a 2.5x12mm and a 2.5x28mm absorb bioresorbable vascular scaffold (bvs) were successfully implanted in the mid left anterior descending (lad) coronary artery; a 2.5x18mm and a 3.0x28mm bvs were successfully implanted in the proximal lad; a 3.0x28mm bvs was successfully implanted in the distal circumflex (cx) coronary artery and a 3.5x28mm bvs was successfully implanted in the left main (lm) coronary artery. On (B)(6) 2017, the patient was admitted to the hospital for stable angina and an elective angiogram with possible percutaneous intervention (pci). The study physician did not provide a causality relationship between the hospitalization for angina and the device. There was no additional information provided regarding this issue.